Manufacturer narrative:
Lead model 3778-60 serial#(B)(4), implanted: (B)(6) 2009, explanted: unknown; lead model 3778-60 serial#(B)(4) implanted: (B)(6) 2009, explanted: unknown.

Event description:
It was reported that the patient experienced swelling and pain along the tracks of the lead. The patient underwent an explant procedure on (B)(6) 2011. It was not clear which portions of the system were explanted. The patient outcome was reported as resolved without sequela as of (B)(6) 2011. Lab work results were positive for organisms. It was noted that the patient required in-patient hospitalization.

Event description:
Additional information received reported that the event was unlikely due to the device/therapy or the implant procedure. If additional information becomes available, a follow up report will be sent.